Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The device returned due to signs of premature battery depletion. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device functionality was bench tested and no anomaly was detected.